Event description:
It was reported that the patients implantable pulse generator (ipg) was losing charge a lot quicker than normal and more frequent charging was problematic and lead had high impedances. The patient underwent spinal cord stimulation (scs) revision procedure. The patient is doing well postoperatively.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 506423. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was losing charge a lot quicker than normal and more frequent charging was problematic and lead had high impedances. The patient underwent spinal cord stimulation (scs) revision procedure. The patient is doing well postoperatively.